Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. On an unreported date, the patient's catheter was removed, dianeal therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available.